Event description:
Customer complaint of about high blood results. Results in memory were as follows: back to back blood tests performed at time of call, 366, 305 mg/dl. Caller states he normally ranges from 200-230 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).